Manufacturer narrative:
Customer information/phone number not provided.

Event description:
It was reported to philips that the device battery charging pins are broken. There was no reported patient involvement/adverse patient impact.